Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during an esophagogastroduodenoscopy (egd) procedure was performed on (B)(6) 2021. During the procedure, the balloon burst. It was reported that they had the right amount of fluid in the syringe and they did not fully inflate the balloon when it burst. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. ***additional information received on (B)(6), 2021*** the procedure was completed with another cre fixed wire dilatation balloon.

Manufacturer narrative:
Block h2: additional information: block b5 (describe event), block d7a (sud reprocessed and reused?) And block h6 (device code) block h6: medical device problem code a0402 captures the reportable issue of balloon burst. Block h10: the device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during an esophagogastroduodenoscopy (egd) procedure was performed on (B)(6) 2021. During the procedure, the balloon burst. It was reported that they had the right amount of fluid in the syringe and they did not fully inflate the balloon when it burst. There were no patient complications reported as a result of this event.